Event description:
It was reported that on march 20, 2024, the patient underwent arthroscopic exploration of the right knee, reconstruction of the medial patellofemoral ligament insertion point, release of the lateral retinaculum, removal of the torn bone block, and patelloplasty. Three osteoraptor anchors were inserted on the inner side of the patella during the operation. Postoperative CT showed one anchor completely dislodged from the bone tract and one partially dislodged. On (B)(6) 2024, a second surgery was performed to completely remove the 2 dislodged threaded anchors and replaced them with 2 thick diameter healicoil anchors. The medial patellofemoral ligament was re woven and sutured. Postoperative imaging examination showed satisfactory bone canal and internal fixation positions, and the anchor bolts did not dislodge again.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.